Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4)

Event description:
Information was received from the health care professional via the manufacturing representative, regarding a 61 year old female patient receiving intrathecal morphine 20mg/ml at 4.501mg/day and bupivacaine 5mg/ml at 1.1253 mg/day via an implantable infusion pump. Indication for use of the device was for non-malignant pain. Concomitant medications, and patient history were asked but not reported. It was reported that the pump was suspected to have malfunctioned. During the roller study (done on an unknown date), the rotors are suspected to not be moving. The patient experienced withdrawal symptoms, and has been supplemented with oral medications for the past 3 months. When the pump was replaced today (B)(6) 2015, according to programming there should have been 5.1 ml of medication. When accessed, the pump had a full 20 ml of medication. The patient status at the time of this report was "alive- no injury." It was later reported, that the pump replacement did resolve all issues and the patient was doing well. The pump was received for analysis. If additional information is received this report will be updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Corrected information: conclusion code no longer applicable.

Manufacturer narrative:
(B)(4).